Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt wondered where she can call to have her unit removed. The patient was directed to the healthcare provider (hcp). Pt states the device hasn't worked since beginning and has been in pain on daily basis. Pt states hasn't worked since 2015 when this was placed and makes no sense to keep this in.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned that they have significant pain, have not received therapeutic relief, and do not currently have a managing healthcare professional (hcp). The patient is very dissatisfied with the ins and wants to have it removed. The patient stated that the insurance company will not pay to remove implant unless implanting doctor recommends that it is medically necessary for implant to be removed. Implanting hcp does not feel that it is medically necessary for ins to be removed. Pt has daily back pain, and the stimulation was never turned off until they began to experience issues with the recharger. The patient said they never got any relief from ins. The ins would shock the patient and they could not "lean up against it" without it shocking them. The patient stated they can feel leads in their back and can feel the ins sticking out of their back, described it as a "big bulge sticking out of my spine". Implanting hcp stated the patient was "too skinny" and to "gain some weight". Patient services offered to send physician listings to the patient via postal mail.